Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for filter tilt, limb detachment and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached and apex tilted 30 degree of the ivc. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the fractured filter strut migrated to patient¿s heart; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached and apex tilted. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the fractured filter strut migrated to patient¿s heart; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately twelve years and ten months later, an attempt was made to retrieve the filter. Through the ultrasound-guided right internal jugular vein access, a 0.035-inch wire was advanced into the right common iliac vein. An inferior vena cava venogram through the sheath demonstrated no change in filter position with about 30-degrees apex tilt, without evidence of associated thrombus. Serial tract dilation was performed over one of the wires and a 16-french x 45 cm sheath was advanced just superior to the tilted, fractured inferior vena cava filter. Curved bronchoscopic forceps were then used through the 16-french sheath under fluoroscopic guidance to secure the apex of the filter and removed in its entirety. Follow-up venography demonstrated mild stenosis in the region of the inferior vena cava filter, probably in the 30% range without evidence of tear, active extravasation or thrombus. There was no residual or retained inferior vena cava filter fragment material identified in the inferior vena cava. A sterile occlusive dressing was placed. There was a known pre-existing fractured fragment in the heart, that was not manipulated. Therefore, the investigation is confirmed for alleged filter tilt, filter limb detachment and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.